Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Concomitant medical product: auto ID module scanner cord. No devices received, log review only.

Event description:
The customer reported that the nurse scanned the medication IV fluids 1000ml,the pump displayed the correct rate 100 ml/hr. And correct vtbi, the nurse then signed the medication when the led light turn green on the auto ID module. Approximately 15-20 min later the nurse went to check on the IV site as stated "that this is most likely not going to last and needed close monitoring" when noticed that the rate was programmed at 900ml/hr. The infusion was immediately stopped, the IV infiltrated/leaked and was no longer functional.

Manufacturer narrative:
The customer¿s experience of an overinfusion was confirmed. The pcu event log shows pump module s/n (B)(4) was previously programmed to infuse drugid 9 at a rate of 125ml/hr. At 10:36 pm on (B)(6) 2018, the user restored and started the previous infusion running at 125ml/hr. At 10:39 pm, the user changed the vtbi to 125ml and started the infusion. At 10:46 pm, the device alarmed for patient side occlusion and the user restarted the infusion at 10:47pm. At 11:18 pm, a remote IV request was received for drugid 9 to infuse at 125ml/hr with a vtbi of 1000ml. The user starts the infusion. The user then paused the infusion and restarted at 11:19 pm. At 11:19 pm, the user selected the device. The user then selected softkey 2 (rate) and then entered 900ml/hr for the rate. The user then selected softkey 14 (start) and started the infusion now running at 900ml/hr. At 12:18 am on (B)(6) 2018, the user channeled the device off and the system was shutdown and powered off. The total volume infused recorded during this period was 2847.02ml. The volume recorded while infusing at the rate of 900ml/hr (11:19 pm on (B)(6) 2018 to 12:18 pm on (B)(6) 2018) was 889ml. The root cause of the customer¿s report of an overinfusion was identified as user programming.

Event description:
The customer reported that when the nurse scanned the medication IV fluids with a volume of 1000ml, the pump displayed the correct vtbi and rate of 100 ml/hr, and signed on the auto ID module. Approximately 15-20 min later when the nurse went to check on the IV site, she noticed the rate was programmed at 900ml/hr. The infusion was immediately stopped; the IV infiltrated/leaked, and was no longer functional. Biomed reported that the work order tag on the equipment when received stated ; "pump was set for 125ml, and at 2319 hours on (B)(6) 2018 the rate changed itself to 900ml. Nurse notice it after it ran about 2 hours. ¿